Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient experienced an episode of syncope with the root cause being identified as electromagnetic interference (emi). The patient had no adverse consequences; no intervention has been performed at this time; further information was requested but was not received.